Event description:
The company was notified that pt had revision surgery in 2007 for an infection. The infection is being treated with antibiotics (type unknown). The pt continues to be monitored by the center.